Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not turn on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the device had experienced two power outages in quick succession while it was turned off and subsequently failed to power on completely. The rse determined this to a hospital-wide power failure, which prevented the system from starting to resolve the issue, the rse restarted the system once the power was restored. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.